Event description:
It was reported that a patient under went a gynecological procedure on (B) (6) 2009. During the procedure, there was a problem with the coupling and there was difficulty connecting the disposable hand piece to the motor drive unit. The case was completed with another second motor drive unit with no adverse patient consequences.

Manufacturer narrative:
(B) (4) (B) (4). Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.